Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the tape was not sticking. The blood glucose reading was 600 mg/dl. The customer treated with manual injection. The customer was advised on ways to improve adhesion and was sent a tape kit.